Manufacturer narrative:
The correction of b5 describe event and problem. This is based on the internal evaluation. Previous b5 describe event and problem: on 19th april, 2023 getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the paint and the seal were chipping from the headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury. Corrected b5 describe event and problem: on 19th april, 2023 getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the paint was chipping from the headlight and the headlight¿s seal was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury. Getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the paint was chipping from the headlight and the headlight¿s seal was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since paint was chipping from the headlight and the headlight¿s seal was damaged with missing particles, which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of damaged seal with missing particles has never led to serious injury or worse, to our knowledge. However, for the issue of paint peeling there is one event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide (approx. 18314), we can assume that the failure ratio for paint peeling is moderate ((B)(4)%) and for detached or damaged seal with missing particles is very low ((B)(4)%) a root cause analysis for paint chipping and damaged seal with missing particles was performed by subject matter experts at the manufacturing site. According to paint chipping, all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (powerled¿s instructions for use 01581 rev. 9, page 27) includes the instructions to pre-position the arms prior to use, in order to prevent damages. In terms of damaged seal with missing particles, the evaluation shows that the silicone seals are affected by yellowing and a deterioration of the edge over the entire circumference. These deteriorations are located on the underside. The deterioration of the light head seals is probably due to infiltration and stagnation of aggressive cleaning products caused by inappropriate cleaning. To prevent any similar incident related to paint peeling, it is recommended to avoid collisions between devices (powerled IFU 01581 rev. 9, page 27). Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. Also, to prevent similar incident related to damaged seal with missing particles, maquet sas recommend to respect the cleaning protocol (powerled IFU 01581 rev. 9, pages 35-36) avoiding: - prolonged exposure to detergents and disinfectants solutions; - high concentrations; - exposure to heat during the cleaning procedure; - prohibited products. Maquet sas recommend to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 19th april, 2023 getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the paint was chipping from the headlight and the headlight¿s seal was damaged with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 19th april, 2023 getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the paint and the seal were chipping from the headlight. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause serious injury.